Event description:
It was reported that during a rectum resection procedure, the day after the operation, the anastomosis was incomplete. A reoperation was necessary. The pt is okay. There is no further info available. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.